Event description:
It was reported that the drill bit bent and got stuck in drill guide.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the tip of the quickset 1pc flex drill bit 25 was broken and deformed. Broken fragment was not returned. The remaining piece of tip was found to be inside of a quickset drill guide ii 3.8mm. Functional test was attempted to be performed by trying to remove the quickset 1pc flex drill bit 25 from the quickset drill guide ii 3.8mm however they were found to be jammed. Excessive force was applied and devices were unable to be separated. Jamming condition can attributed to the drill broken and deformed condition which is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 25 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.